Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with mentor siltex round moderate profile 250cc saline breast implant that deflated after implantation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On 10/17/2018, additional information indicated that the patient underwent bilateral removal and replacement with mentor saline smooth round moderate profile, 250cc, devices filled to 275cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent primary breast augmentation with mentor siltex round moderate profile 250cc saline breast implant that deflated after implantation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018. The device was received at mentor without fluid. Brown materials was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, a rent measuring approximately 0.2 cm was observed within an area of siltex cracking on the posterior aspect. Parallel lines of shell wear were observed on the anterior aspect of the device, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint of deflation was confirmed. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent, shell wear and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Parallel lines of shell wear were observed on the anterior aspect of the device, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint of deflation was confirmed. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/06/2018 the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).